Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl as well as had a diabetic ketoacidosis. Customer¿s current blood glucose level was 383 mg/dl. Customer was treated with manual injection. Customer stated that there was no leak and air bubble. Insulin pump passed high pressure and displacement test. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. The insulin pump will not be returned for analysis.